Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that two of her infusion set's tubing had detached at the quick release while the patient was getting ready for bath. The sets detached from the part that was attached to her body. This issue occurred twice in the previous week of this report. She reattached them, continued to use them as they went back on. The site location was patient's left upper side of abdomen at the time of this event and right upper side of abdomen for the previous event. The pump was worn on the same side of the set in her pocket and on her waist band. The infusion had been in use for about a day and the infusions were stored in bedroom, where there was no humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.